Event description:
The respiratory manager at one of carefusion's user facilities called to report that she left a ventilator in her car last night in the cold, then she brought it to the hospital this morning, and about 10 minutes after she turned it on it gave her the "vent inop" alarm. She requested that a field service representative be dispatched to the user facility site. No patient involvement.

Manufacturer narrative:
(B)(4). A carefusion field service representative evaluated the ventilator, and observed that in the events log several errors had occurred. Initially there were motor faults and transducer faults alarms, then shortly after the transducer fault and vent inop alarms, and finally the motor fault and transducer fault alarm repeated again. The field service representative ran the ventilator on volume a/c test settings for approximately 30 minutes. He did not get any motor or transducer errors, however the ventilator was delivering volumes that were slightly higher than specifications. He calibrated the turbine transducer, and completed user verification tests (uvt), and operation verification procedures (ovp). The ventilator passed all tests performed, there were no further issues. The ventilator was ready for service.